Event description:
The reporter stated that they did meter to hcp meter comparison tests, back to back, using the same fingerstick. Pt's meter read 185 mg/dl, and their doctor's meter (type unknown) was 150 mg/dl. Pt did not have any symptoms. During troubleshooting, the rptr stated that they had been cleaning their meter with alcohol instead of water. There was no report of control solution testing. No harm was alleged.